Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 20 mg/dl.. The customer troubleshoot was not performed. Customer stated that she's been trying to use carelink personal website and she had received an error. Assisted customer with downloading java and navigating back to the cl website. The product was not returned for analysis.